Manufacturer narrative:
This report is submitted on september 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a partial insertion of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the correct "explanted date" is (B)(6) 2017, not (B)(6) 2017, as initially reported.